Event description:
Device #2 issue: failure to deploy-suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a perclose proglide device was used during attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "the device failed to deploy suture." A second proglide device was attempted but with the same results. Manual compression was applied to achieve hemostasis. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot # unk indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.